Event description:
The pt called alleging that the test strips fell out of range twice using the control solution. The test strips were in good condition and not expired. The control solution that the pt had been using was opened less than three months ago. There is no information on whether the pt experienced any symptoms at the time of testing. The pt took oral medication after attempting to use the meter. The pt contacted emergency services; however, did not receive any treatment. Based on the failed control solution tests, there is indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter, control solution, and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips but has not yet received them. If either the meter and/or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.